Event description:
Customer reported her sensors will have calibration errors and will eventually error out. She stated about half of her sensors will fail. She also reported she got two threshold suspends due to the sensor readings being 70 mg/dl. She had a hyperglycemic episode yesterday where she experienced headaches and nausea. Her blood glucose was over 600 mg/dl. She treated with the device and six hours later, her blood glucose was 400 mg/dl. This morning her blood glucose was 388 mg/dl. Customer declined troubleshooting for high blood glucose. Her settings for threshold suspend were adjusted. Customer's last blood glucose was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used elite sensor and performed continuity resistance test; sensor passed per specifications. In addition, we performed bicarbonate buffer test and sensor failed with low readings.